Event description:
Information received indicates the patient positioning monitor will not alarm when the patient exits the bed.

Manufacturer narrative:
The technician replaced the scale board to repair the bed.